Event description:
It was reported that the implantable neurostimulator (ins) battery depleted prematurely to end-of-service (eos) in just 20 months, leading to ¿system failure¿. Therapy stopped working suddenly and the patient experienced symptoms of tremor, rigidity and akinesia. Additionally, the patient did not feel ¿good¿. It was noted that programming parameters were ¿normal¿ at 3.3v, 130 hz and 90's in continuous mode. The left side was in bipolar mode and the right side was in monopolar mode. Impedance check with the clinician programmer showed impedances were all within normal range and there were no issues. The device was consequently replaced, after which the patient was receiving effective therapy and doing well.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of implantable neurostimulator model: 37601 sn: (B)(4), found the battery had not met longevity but the cause of the premature depletion was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.